Event description:
It was reported that during a lead revision the surgeon encountered a "wet tap", meaning the dura mater was punctured while doing epidural and lead placement, and there was cerebrospinal fluid in the epidural space. The surgeon aborted the lead placement and planned to do a blood patch. The leads were connected to the neurostimulator, but left in the pocket to save the battery and leads for a future implant. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received from the hcp reported that the cause of the event was lead dislodgment / migration. The patient required hospitalization due to the event, but it was reported that there was no patient injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Lead model 3777-60 serial# (B)(4) implanted: 2012-(B)(6) explanted: unk; lead model 3777-60 serial# (B)(4) implanted: 2012-(B)(6) explanted: unk; programmer model 37744 serial# (B)(4); recharger model 37754 serial# (B)(4).

Manufacturer narrative:
(B)(4)